Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced a e217 error. This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, d10, h6 health effect - impact code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Olympus will continue to monitor field performance for this device.

Event description:
The error received was a e217 scope communication error. There were no reports of patient involvement.